Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced low blood glucose levels (approximately 2.9 mmol/l / 52.2 mg/dl) and appeared extremely tired. At the time, the patient was wearing a pod on the abdomen that had been in use for approximately one day. In response to the hypoglycemia, the patient's wife administered baqsimi 3 mg (nasal glucagon emergency spray) while calling an ambulance. The was hospitalized from (B)(6) 2025 at (B)(6) hospital. During admission, the patient underwent various tests, including gastroscopy, for unrelated health conditions. Physicians confirmed that the hospitalization was investigations were not related to the blood glucose levels. Treatment included the administration of baqsimi 3 mg via nasal spray and subsequent medical evaluations for other underlying conditions.